Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2015. Approximately 3 years and 6 months after the initial procedure the patient had a left knee revision on (B)(6) 2018. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2018 diagnosis: acute hematogenous infection, left knee there was gross purulence release 200 ml in the knee. Synovial tissue was boggy, but with minimal granulation and no adherence to the underlying tissue. The patient was awakened and taken to recovery in stable condition. The patient has filed a short-form complaint in a coordinated action in (B)(6) with master case no. (B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device.

Manufacturer narrative:
D10: concomitants: (B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. (B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. (B)(6) 02-010-01-0250 - logic femoral ps cem left sz 5. (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 200-02-38 - three peg patella 38mm. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and infection or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.